Event description:
It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The physician asked for a liberte and was handed a taxus liberte stent, which was implanted. The physician has no concerns regarding the placement of the des stent and stated the pt could have had either a bare metal stent or a drug eluting stent. The pt was prescribed plavix and is doing well. No pt complications were reported. The physician stated the error was not due to the device name, but how the device was requested.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.